Manufacturer narrative:
D10: 4858014 02-010-03-0230 - logic cr femoral cem, left, sz 3. 4818404 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t. 4790258 02-012-47-3009 - logic cr tib insert std, sz 3, 9mm. 4791165 200-02-32 - three peg patella 32mm. 4082499 521-78-31 - threaded pin size 2.6 collarless 2pk. 6290782 02-020-13-0330 - truliant cr cem fem cr cem right sz 3. 5968558 02-022-45-3030 - truliant tib fit tray cem sz 3f / 3t. 5994065 02-022-51-3011 - truliant tib imp crc insert sz 3, 11mm. 6036315 200-02-32 - three peg patella 32mm. 6298349 201-78-15 - holding pin mini sharp point 4 pk. S047944 521-78-23 - threaded pin size 2.3 collared 2pk. S036472 521-78-31 - threaded pin size 2.6 collarless 2pk. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported a 78 yo female patient, who had a left knee implanted underwent a revision procedure, date unknown. The patient had reoccurring infection for 3 years. Their leg length was shortened. The surgeon removed the poly and checked fixation on the other implants and decided to keep them I as they were well fixed. The 12mm insert was replaced with a 15mm insert. There were no device breakages, but a surgical delay of less than 45 minutes with no adverse event to the patient was reported. The patient was last known to be in stable condition following the event. An x-ray was provided. The explanted device is not available for return as the hospital kept it. A device image was provided. No further information.